Event description:
It was reported that stent damage occurred. A 20 x 2.50 mm promus premier¿ stent was advanced but failed to cross the target lesion. When removing the device, resistance was felt at the y connector. The device was carefully removed from the patient and it was noted that the edge of the stent was lifted. The procedure was completed using a 2.25x20mm promus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the entire length of the crimped stent was damaged and stretched distally. As a consequence of this stretching; the distal edge of the crimped stent was stretched out over the distal markerband. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage to the outer shaft proximal to the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 2.50 mm promus premier¿ stent was advanced but failed to cross the target lesion. When removing the device, resistance was felt at the y connector. The device was carefully removed from the patient and it was noted that the edge of the stent was lifted. The procedure was completed using a 2.25x20mm promus stent. No patient complications were reported and the patient's status was good.